Manufacturer narrative:
The report that the patient received an alarm on the system controller was confirmed. The returned suspect system controller was connected to a mock circulatory loop in our laboratory, the system controller would not operate the test pump. Further analysis of the internal components of the system controller revealed that the printed circuit board (pcb) was faulty. Two cracked microvias were observed on the pcb. Similar incidences have been reported. A corrective and preventive action has been implemented to address the issue. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient reported that she received an alarm on the system controller. When the system controller was received by the manufacturer for investigation, the system controller would not operate the test pump.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.